Manufacturer narrative:
Product complaint #: (B)(4). Date sent: 3/3/2020. Additional information was requested, and the following was obtained: is the current patient status known? Unknown. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Attempts are being made to obtain the following information: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during the segmental resection for malignant lung tumors, after the device was fired, it was noted that the staples malformed with irregular shapes. Another cartridge was used to complete the surgery. Patient consequence was not reported.